Event description:
The customer was contacted via phone call regarding high and low blood glucose. The customer stated that he was having high blood glucose in the 160's mg/dl and low blood glucose of 50 mg/dl. The customer was able to treat high and low blood glucose. The customer was unsure of the cause and he thinks that his setting needs adjustment. Customer will be seeing his doctor in two weeks. The customer mentioned that he changed his infusion set and did not have any issues. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.